Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/23/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and developed capsular contracture. During visual analysis of the sample was found a rupture in the anterior view, measuring approximately 1.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 425cc mentor memorygel left breast implant and a 450cc mentor memorygel right breast implant experienced bilateral rupture and right sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-24956 for contralateral prosthesis report.